Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced the following symptoms described as, "sweating" and a seizure. The customer self-treated by eating a banana and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (unique device identification) has been updated as this information was not submitted in the previous report. Section h4 (device mfg date) was updated based on the returned product download. Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned and damage on the reader's universal serial bus (usb) port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was further investigated and de-cased, and liquid contamination was observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced the following symptoms described as, "sweating" and a seizure. The customer self-treated by eating a banana and no further treatment was reported. There was no report of death or permanent impairment associated with this event.